Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was charging the pump and an unspecified malfunction alarm occurred. Customer reset the pump to address the alarm and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose value.